Event description:
The pt returned her insulin infusion pump with a note stating that she was hospitalized in mid-december with diabetic ketoacidosis. She indicated that she and her physician felt that the pump malfunctioned.